Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed error b40. The issue occurred during an unspecified procedure, and no patient harm was reported.